Event description:
Customer reported having a low blood glucose of 27 mg/dl. The customer was unsure why she had low blood glucose. She stated it could be from her meter. The customer declined to troubleshoot. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.